Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh which was implanted on (B)(6) 2007. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh which was implanted on (B)(6) 2007. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical record and plaintiff profile form: (B)(6) 2007 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of the bard 3dmax mesh (device #1). Per operative notes, ¿a bard 3dmax mesh was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of the perfix plug (device #2). Per operative notes, ¿hernia sac was dissected free. A perfix plug (device #2) was placed and sutured.¿